Manufacturer narrative:
(B)(6). (B)(4). Instrument was not returned to the manufacturer.

Event description:
It was reported that during a spinal surgery the tip of the tooth pituitary broke. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product was returned. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with witness marks and a fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.